Event description:
It was reported that a lead integrity alert (lia) triggered due to oversensing/noise on the right ventricular (rv) lead. Premature battery depletion was reported with the implantable cardioverter defibrillator (ICD). There was low impedance observed on the right atrial (ra) lead. Follow-up investigation revealed that the ra lead had been repositioned initially, but both leads were capped and replaced, and the ICD was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.